Manufacturer narrative:
Smith & nephew was contacted regarding the above named incident, which was reported as a field complaint for "infection-site/local". The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned sample(s) and control samples (from stock) of lot 0k139 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. Medical advisor reviewed this incident and associated details and indicated that the medical evidence available in this case does not show any relationship between the use of the IV-prep wipes and this patient's symptoms.

Event description:
This (B)(4) complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health ((B)(4)). Got an infection around the site where the wipes were used, where the pump is inserted. Went to the doctor and did have surgery.